Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation to the incision from implant removal surgery from lifevest rubbing area as the incision is right where the pad sits. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to see a wound specialist for the skin irritation and was prescribed a cream. Follow up indicated that the skin irritation improved.